Manufacturer narrative:
Section a2, a4, a5 patient information: information unknown/asku. Section d6a, if implanted, give date: not applicable as the iol was not implanted. Section d6b, if explanted, give date: not applicable as the iol was not implanted. Therefore not explanted. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) intraocular lens (iol) had a scratch when the surgeon was implanting it. There was patient contact but the issue was noticed prior to insertion. The staff threw away the lens and cannot find it due to it being broken into multiple pieces. No further information was provided.